Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and turbid fluid. The cause of the events was not reported. The patient was hospitalized for the events and was treated with fortum (intraperitoneal for six days, dose and frequency not reported), amikacin (intraperitoneal for four days, dose and frequency not reported) and unasyn (intraperitoneal for three weeks, dose and frequency not reported). At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.